Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp), began to alarm to indicate that the temperature was too high. It lasted for about 5 minutes, and the iapb stopped working. After shutting down and starting up again, it started working normally. In order to prevent the phenomenon of overheating again, the back cover of the machine was opened and an ice bag was placed, and the fan dissipated heat.the iapb was extubated 4 days later. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: e1(B)(6), (error message: "zip code must be at least 5 characters" triggered multiple times). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the drive manifold assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.